Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient had also collapsed during the initial event. Patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient noted receiving inappropriate therapy from their device. Patient also noted that the device was unable to convert them out of vt. Programming changes were made. Patient was stable following the event.

Manufacturer narrative:
Mw5062475.

Manufacturer narrative:
Maude report mw5088407 received.

Event description:
New information received notes the patient alleged that they entered ventricular tachycardia (vt) after exercise and the implantable cardioverter defibrillator was unable to convert the vt to normal sinus rhythm. The patient also alleged that the device would pace as the patient was at rest and that the vt could be induced with light exercise at will.

Manufacturer narrative:
Maude report mw5067197 received.